Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was monitored and functioning properly. Device received with pillowing keypad overlay. No retainer ring damage found during visual check. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia and ketones with blood glucose value of 600 mg/dl. The customer¿s other blood glucose level was 300 mg/dl. Customer stated ring was gone and top of reservoir compartment had cracked however reservoir was able to lock in place. Customer declined to troubleshoot. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will returned for analysis.